Manufacturer narrative:
Initial.

Event description:
It was reported that an alert 38 motor stall occurred on the ilet pump, resulting in failure to infuse insulin and interrupted insulin delivery during multiple restarts, with insulin delivery briefly resuming during a dry-run test while the pump was empty; the user reported three hours of high glucose and used subcutaneous insulin by pen. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.